Manufacturer narrative:
(B)(6). On (B)(6) 2016 a medtronic representative, following-up at the site, reported that each time the scan was loaded, whether the first navigation system or the second navigation system, issues with loading did occur from the hospital. Inability to push the patient exams and once scans were processed was when issues with registration and surface merge were noted. On (B)(6) 2016 a medtronic representative, reported that the site was experiencing issues that day with their computer system sending over images and the site believes that was a part of the issue. The first time images came over they were incomplete and had sections missing. There has been a few surgeries since the reported event and everything has gone fine. No further issues have been reported. On 07/05/2016 software analysis was unable to determine probable cause with the information provided. The site declined to allow medtronic representative to perform a system-check-out and patient exams were not provided for analysis. No parts were replaced. No further issues have been reported.

Event description:
A medtronic representative received a report from a site that, while in a computed tomography (CT) spine fusion procedure. Spinal fusion procedure, their navigation system could not receive exams from electronic picture archiving and communication systems (pacs). This navigation system was brought in to replace a navigation system that was originally in the procedure and was not working properly. The surgeon opted to continue and completed the procedure without the use of the navigation system. Delay in therapy was 30 minutes. There was no impact on patient outcome.